Event description:
Patient came to radiology front desk stating PICC [peripherally inserted central catheter] line leaking fluid. Registered nurse (rn) brought patient back and flushed line and it leaked from site. We pulled line and about 5 inches up line there was a fracture of the line. We placed it aside and placed new PICC on patient. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc catheter with sherlock 3cg tip positioning system (tps) stylet (per site reporter). Bd offered a return label for the sample. The sample was returned to bd on [redacted]. We have not received investigation results as of [redacted].